Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii cutter did not fire. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product will reportedly not be returned to maquet cardiovascular as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).